Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer's blood glucose value was 511 mg/dl at the time of the incident. The customer had symptoms related to high blood glucose such as thirst, nausea and vomiting. The auto mode feature was not active at time of high blood glucose event. The insulin pump will not be returned for analysis.